Event description:
Per the clinic, the patient developed an infection at implant site. Subsequently, the patient underwent a surgical procedure on (B)(6) 2025 where the biofilm was removed and the retro-auricular area was disinfected. However, the issue did not resolve resulting the decision to explant the device. The device was explanted on (B)(6) 2025. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached.